Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports the distal balloon deflated 3 minutes into the first trellis run. They were then unable to remove dispersion wire from catheter. The physician pulled wire and it snapped about 2 inches from the catheter hub. The wire appeared twisted before it snapped. The device was removed as an entire unit. Procedure was then completed with another trellis device. Pt had no reportable events and remained stable throughout the procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.